Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 400 mg/dl. Reportedly, the user ate a lot of sweets. The user addressed bg level with a bolus; however, an unspecified cartridge alarm occurred during the bolus. The user changed the cartridge/resumed insulin delivery, and when the pump was plugged into a power source, a malfunction alarm occurred. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
(B)(4).